Event description:
"Pt appears to be having an allergic reaction to the silicone invance sling implanted about 6 weeks ago. 2004: additional info received: sling was removed and physician is awaiting test results. 2004: additional info received: "the apparent infection was due to a secondary wound infection...the pt is doing much better.